Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with cable roto (broken cable). This condition had the potential to interrupt delivery. This condition was found in the intermedio department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of a "broken cable" was confirmed and reproduced. Service determined that the cause was due to a broken power cord.